Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm mitral pericardial valve, which was implanted to the tricuspid position, implanted approximately eight (8) years and one (1) month, was explanted due to tricuspid stenosis. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. This device was explanted and replaced with a 31mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer report of stenosis was confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 on both the inflow aspect and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 4mm near commissure 1, leaflets 1 and 2 by 4mm near commissure 2, and leaflets 2 and 3 by 6mm near commissure 3 at the outflow aspect. The free margin of leaflets 2 and 3 were rolled towards the outflow aspect due to host tissue. Host tissue restricted leaflet mobility and led to stenosis. X-ray demonstrated minimal calcification on all three leaflets and wireform intact. The wireform was exposed on commissure 1. Sutures and pledgets remained attached around the sewing ring.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.